Manufacturer narrative:
Product complaint #:(B)(4). Additional information: h6 component code: g07002 - device not returned additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - when did the suture breakage happened (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. - please confirm the number of animals affected by these issue? - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). - what are the procedure name(s) and date(s)? - can you identify the lot numbers and product code of the product that was used? - what is the quantity involved per procedure? - was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? - could you please confirm if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. - what is the most current patient status? - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). - please confirm if the devices are available for product return. If yes, provide the quantity of devices available to be returned and the status of the device(s) as it has not been received for analysis. If the device has been shipped, provide the shipment tracking details. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported an animal underwent an unknown surgery on an unknown date in 2024 and suture was used. Doctor experienced breakage of the suture and not when it is under pressure. There was no patient consequences reported. Additional information has been requested.